Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer indicated that a malfunction code was displayed, which was resettable, but they did not have a charger available to reset the pump and planned to call back. No additional actions or outcomes were reported.